Event description:
Customer reported a malfunction alarm labeled malf 16, with no notable events occurring prior to it. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections for insulin delivery as a backup and was provided with instructions to put the pump into storage mode. Tandem technical support confirmed the shipping address and arranged for the replacement pump to be sent, instructing the customer to return the problematic pump using a prepaid label within 10 days.